Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-97762.

Event description:
The customer reported receiving inaccurate readings on the sensor. He stated the sensor gave a result of 60 mg/dl while his blood glucose was 148 mg/dl. The customer also received calibration errors and change sensor alerts. Nothing further was reported.